Event description:
It was reported that upon removal after successful deployment of the fileter, the delivery catheter marker bands came off just below the skin in the neck. Retrieved both marker bands with hemostats and no further complications were reported.